Manufacturer narrative:
Concomitant products: product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
It was reported that the right side of her back had been hurting, and the stimulation stopped working about three weeks prior to report. The patient had fallen several times recently. The patient also mentioned that she had bruising on the right side. This happened last week when she was reaching up into a cabinet and something fell on her: her iron. The patient was trying to figure out if the stimulator could be programmed to cover the pain in the right back sciatic area. The patient had this pain since before implant, however, it was worse now. Per the patient the target area for stimulation was the back, knees, and groin. The patient stated that she was told that they don¿t¿ know if that would be possible. The patient was redirected to the healthcare professional (hcp). No interventions or outcome were reported regarding this event. Further follow-up is being conducted for this information. If additional information is received, a follow-up report will be sent.